Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead was undersensing ventricular fibrillation (vf) episodes, which caused a delay in therapy. The leads are planned to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.